Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), muscle fatigue ("muscular fatigue"), headache ("headaches") and libido decreased ("libido decreased"). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, menorrhagia, muscle fatigue, headache and libido decreased outcome was unknown. The reporter provided no causality assessment for headache, libido decreased, menorrhagia, muscle fatigue and pelvic pain with essure. The reporter commented: events started since insertion. Essure removal was planned. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: pelvic pain analysis in the global safety database revealed 11.623 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), muscle fatigue ("muscular fatigue"), headache ("headaches") and libido decreased ("libido decreased"). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, menorrhagia, muscle fatigue, headache and libido decreased outcome was unknown. The reporter provided no causality assessment for headache, libido decreased, menorrhagia, muscle fatigue and pelvic pain with essure. The reporter commented: events started since insertion. Essure removal was planned. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.